Event description:
It was reported that patient underwent a procedure involving speedpass disposable suture lariats on (B) (6) 2010. During the procedure, two suture lariats were opened and the nitinol wires were found to be fractured. A nitinol wire from a different handpiece was used to complete the procedure without significant delay to the procedure or injury to the patient.

Manufacturer narrative:
Evaluation of the component confirmed the reported event. A decision was made to recall the product. (B) (4).

Event description:
It was reported the patient underwent a procedure involving speedpass disposable suture lariats on (B) (6) 2010. During the procedure, two suture lariats were opened and the nitinol wires were found to be fractured. A nitinol wire from a different handpiece was used to complete the procedure without significant delay to the procedure or injury to the patient.

Manufacturer narrative:
Evaluation in process but not yet completed. Upon completion of evaluation, a follow up report will be sent to the FDA.